Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 5f exoseal vascular closure device (vcd) was deployed outside of the patient¿s body. Therefore, the product was not available, and manual compression was performed for twenty minutes and achieved hemostasis. There was no reported patient injury. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and 5f non-cordis vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. There were no visible signs of device or package damage prior to use. The device was stored and prepped according to the instructions for use (IFU). The exoseal vessel closure unit was prepared and used in accordance with IFU instructions. The operator deployed it in the black-black state of the indicator window. However, the plug was deployed outside the patient¿s body. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than 5mm. The puncture site did not have visible calcium/plaque. There was mild access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site had not been previously closed with any closure device less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using exoseal. The physician achieved certification on the use of exoseal and had used the device several times prior to this procedure. The exoseal vcd was used in a transcatheter arterial chemoembolization (tace) procedure with a retrograde approach. The patient¿s body mass index (bmi) was not greater than 40. Additional information was requested but not provided. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the deployment lever was fully depressed, and the indicator window was found in the black/red/white position. The catheter sheath introducer (csi) used with the device was not returned, and the device showed exposure to blood. Additionally, a kink was observed on the proximal end of the delivery shaft. Per dimensional analysis, the outer diameter (od) of the delivery shaft was measured due to the observed kink. During this analysis, it was observed that the od measured near the kink was within the specified parameters. During this dimensional analysis, no out-of-shape conditions were observed. The reported event of ¿plug-inaccurate placement¿ was not confirmed through analysis of the returned device since it was received without the plug and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during product analysis. Based on the information available for review, it is not possible to determine what factors may have contributed to the inaccurate placement of the plug experienced or the kinked/bent condition noted. However, procedural/handling factors are likely. Additionally, as the condition of the kinked/bent delivery shaft was not reported by the customer, it is possible that this damage occurred during shipping for product analysis. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use the exoseal¿ vcd if the device appears damaged or defective in any way.¿ the IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ the IFU also instructs, ¿use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. Caution: care should be taken to ensure no further pullback of the exoseal¿ vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal¿ vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) was deployed outside of the patient's body. Therefore, the product was not available and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and 5f non-cordis vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. There were no visible signs of device/package damage prior to use. The device was stored and prepped according to the instructions for use (IFU). The exoseal vessel closure unit was prepared and used in accordance with instructions for use (IFU) instructions. The operator deployed it in the black-black state of the indicator window. However, the plug is deployed outside the patient's body. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was mild access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use exoseal. The physician achieved certification on the use of exoseal and has used the device several times prior to this procedure. The exoseal vcd used in transcatheter arterial chemoembolization (tace) with a retrograde approach. The patient's body mass index (bmi) was not greater than 40. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.